Event description:
It was reported that the patient developed an infection at the battery site with symptoms of increasing pain, headache, swelling and a pink rash. The physician tried to aspirate, first 3 needle pokes he got nothing out and switched to a bigger needle and was able to pull out only 1cc of bloody stuff. The patient was sent to the emergency room (ER) and blood work. Computed tomography (CT) confirmed an abscess. The thoracic leads and battery site had fluids. The patient underwent spinal cord stimulation (scs) explant procedure. Cultures came back positive for staphylococcus 4+. Patient was given antibiotics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 7091794 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 7081432 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 7089712 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 7090374 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 27975156 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).